Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they were hospitalized due to foot infection and diabetic ketoacidosis. Customer's blood glucose was over 600 mg/dl. Customer also mentioned he was having issues with the insulin pump not delivering insulin and the device is not alarming no delivery. Troubleshooting was not completed as the customer call was disconnected. Customer was called back and provided hospitalization details. Customer declined further troubleshooting. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Unit was programmed 2.0 units fix prime with water filled reservoir and monitored. The water did exit the infusion set. No delivery anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump had cracked reservoir tube window, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.